Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed in and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device lot #: 20220102 was reported, however, this is not a valid lot #. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received.  The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly.

Event description:
It was reported that an unspecified bd pegasus IV catheter was broken and leaked during use. No patient impact reported. The following information was provided by the initial reporter, translated from chinese to english: before the operation, the nurse checked the indwelling needle and found that there was liquid dripping in the middle of the indwelling needle head. The indwelling needle was found to be broken, so the indwelling needle was replaced immediately.